Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: driveline malfunction.